Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the pulmonary parenchyma tissue during a thoracoscopic pulmonary segmentectomy, the device was able to be fired however there was incomplete staple line proximally and poor staple formation that led to tissue oozing blood. It was stated that two reloads have the same issue. The staple line was fixed by sewing the suture line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of one device. A visual inspection of the returned photo noted that the opened device packaging can be seen. No device can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.